Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products: unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02999, 0001822565-2017-03165, 0001822565-2017-03166, 0001822565-2017-03167.

Event description:
It was reported that patient who underwent a hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.